Event description:
The patient was revised to address pain, necrotic tissue, and osteolysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This implant is not sold in the us to be implanted for this indication; it would be sold under a different part number as it is indicated only to be used as a hemi in the us at this time.

Manufacturer narrative:
Johnson and johnson medical (B)(4) reports: on (B)(6) 2005, dr (B)(6) performed a resurfacing left hip on this patient at the san. Patient presented to his rooms recently with increasing pain. Revision surgery was performed on (B)(6) 2010. Observation during revision surgery, the joint was dry, metal staining in tissues. Necrotic tissue in psoas sheath. Osteolysis also evident. Asr cup removed using zimmer explants system. Replaced with pinnacle gription sector cup and femoral neck removed, replaced with corail size 12 stem. The devices associated with this report were not returned. Review of the device history records did not identify any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation). Further analysis regarding the asr product family will be documented, as determined pertinent, in (B)(4) and (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time.